Manufacturer narrative:
A patient experienced an extended procedure was reported to abbott. It was determined that during a lead revision for lead migration, the physician was unable to re-implant an extension. During the attempt, the lead extension broke when advancing the lead into the extension. Three extensions were opened. It is unknown which lead extension is related to the issue. Therefore all extensions are being reported. Therapy was restored. The procedure was extended by about 60 minutes. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-02836 and 1627487-2022-02837. It was reported that during surgical procedure for lead migration (related manufacturer reference number: 1627487-2022-02835, 1627487-2022-02834), the physician was unable to re-implant an extension. During the attempt, the lead extension broke when advancing the lead into the extension. Three extensions were opened. It is unknown which lead extension is related to the issue. Therefore all extensions are being reported. Therapy was established post-operatively, reportedly.